Event description:
During a routine screening colonoscopy, a small plastic ring (.5cm in diameter) came off of the scope itself. It was identified in and retrieved from the colon, with no adverse effect on the patient. The scope, which had been last inspected that same day, was removed from service and sent for further inspection and repair.